Manufacturer narrative:
Based on the information available, the root cause of reported issue is not able to identify as the device problem was not reproduced. Device is working fine as per manufacturer's specifications. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that customer reports a technical malfunction with the AED mode of the device. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.